Manufacturer narrative:
Examination of the submitted adapter confirmed the attachment end is damaged/stripped and non-functional. The root cause is attributed to product wear out. Previous reports of this failure resulted in a design review by the depuy (B)(4) product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Adapter does not hold reamer tight.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.